Manufacturer narrative:
Reported issue - during setup, staff significant oil leaked out of the attachment and into the tray. They used a backup for the case. Product inspection ¿ visual inspection of catalog #212186, lot/serial #(B)(6) confirmed the output shaft had excess residue. See attached image. Product history review - review of the device history records indicate (B)(4) devices were manufactured and (B)(4) devices were accepted into final stock on 07/17/2017. A review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Review of the device history records indicates (B)(4) device was manufactured and (B)(4) was accepted into final stock on 02/02/2018. There were no nonconformities identified during this inspection. Complaint history review ¿ a review of complaints related to catalog #212186, lot/serial #(B)(4) shows 03 additional complaint(s) related to the failure in this investigation. Complaint pr : (B)(4). Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion - the event was confirmed. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Event description:
During setup, staff significant oil leaked out of the attachment and into the tray. They used a backup for the case. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During setup, staff significant oil leaked out of the attachment and into the tray. They used a backup for the case. Case type: tka.